Manufacturer narrative:
The device was returned and the reported lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the coil delivery wire was seen to be kinked/bent at the proximal contact junction and the main coil was seen detached. There was no coil returned with the device and was returned within a non stryker sheath. Unable to do a functional test as there was no coil returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was found during product analysis that the subject coil prematurely detached, likely within the microcatheter. Additional information provided by the customer indicated that the patients anatomy was not tortuous, the device prepared as per the dfu, and continuous flush was maintained throughout procedure. It is probable that the main coil was stretched and detached within the microcatheter due to procedural or anatomical factors during use. An assignable cause of procedural factors will be assigned to the reported event of coil in catheter friction to the analyzed event of coil delivery wire kinked/bent and the main coil prematurely detached/separated during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) prematurely detached, likely in the catheter. No clinical consequences were reported to the patient due to this event.